Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced persistent abdominal distension. As a result, the physician instructed the patient to turn stimulation off. Reportedly, the issue subsided 10 hours later. Follow-up identified surgical intervention was undertaken on 05/09/2017 (ref MFR. Report#1627487-2017-02439) during which time the lead was explanted and replaced hence resolving the issue.